Manufacturer narrative:
The referenced previous admission for thrombus was reported under medwatch MFR report# 2916596-2017-02364. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 5 months. The explanted device is expected to be returned for analysis. It has not yet been received. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported on (B)(6) 2018 that the patient had elevated lactate dehydrogenase (ldh). The patient had been previously admitted over the last 6 months for thrombus and has been on many anticoagulants-persantine, bivalirudin, heparin and coumadin. The patient was currently an inpatient awaiting a heart transplant, however on (B)(6) 2018, the patient was showing symptoms of cardiogenic shock. The pump was emergently exchanged. No additional information was provided.